Event description:
During an implant procedure, the pt awoke and began to vomit. The physician aborted the procedure.

Manufacturer narrative:
The pt is reportedly doing well. The product was returned, but was never implanted in the patient. Product eval will not be completed. This is the final report.